Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the indicator light turned red. There was no adverse patient impact reported.